Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed: device use did not contribute to the patient outcome. Although the time between device use is not known, CPR was performed in between, which can delay the degradation of shockable rhythms over time. In addition, this was a pediatric patient who appeared to suffer from a respiratory arrest related to asthma. The majority of initial rhythms in pediatric cardiac arrests are non-shockable, and this is even more prevalent in situations where the cause of the arrest is noncardiac. It is reasonable to assume the patient¿s initial rhythm did not require defibrillation. Stryker evaluated the customer¿s device at the product assessment center (pac) and the reported issue could not be duplicated because the electrode tray was not returned with the device. An analysis of the device logs showed that on the event date, the device was not powered on. The log analysis was expanded to include the entire month and it was found that the device appeared to have been deployed on (B)(6) 2025 based on impedance readings. The reported issue was able to be verified on this date. A cause of the reported issue could not be determined. The customer's device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not detect the patient through the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.